Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however the device has not yet been returned and there is no information provided to follow up for the device, therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The patient's wife stated she could not keep or get the air out of the normal saline syringe she was using to flush his central venous catheter. Product was returned to the reporter and replacement sent. The wife was able to use replacement product without issue. Product was reviewed by the reporter after its return, noted that after expelling air from syringe, the plunger slid back in to barrel when it was let go off. This allowed air to come back in to the barrel of the syringe creating a risk for air embolism and infection.